Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. This device was used for treatment not diagnosis.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during an philos augment case on (B)(6) 2013, it was reported that there was cement leaking in the joint despite negative contrast fluid control. No further information is available at this time. This report is 1 of 1 for complaint (B)(4).